Event description:
In 2009, the patient was transported to the hospital by his wife. His blood glucose was elevated to 27 mmol/l (486 mg/dl). He was advised by his physician to speak with his diabetes nurse. He was advised by the nurse to inject insulin via pen. He reported being under stress. A few days prior to this an insulin cartridge broke in the infusion device, and he continued to use the device. He stated that last month the infusion device was exposed to x-ray and CT-scan. No further information was provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.